Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker, implanted with another manufacturer's right atrial (ra) lead, exhibited noise and intermittently low out-of-range pace impedance measurements less than 200 ohms. This pacemaker and ra lead remain in service and will continue to be monitored. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Correction to h6: upon further review, a72202/low impedance was removed as this is indicative of a lead issue not pacemaker issue.

Event description:
It was reported that this pacemaker, implanted with another manufacturer's right atrial (ra) lead, exhibited noise and intermittently low out-of-range pace impedance measurements less than 200 ohms. This pacemaker and ra lead remain in service and will continue to be monitored. No adverse patient effects were reported. Additional information received reported that this pacemaker system continued to exhibit oversensed noise and intermittently low out-of-range ra pace impedance measurements less than 200 ohms. Histograms suggest higher atrial rates were being tracked by the device, resulting in pacing at 130 beats per minute (bpm). And the patient appeared to be symptomatic due to tracking at upper rates. The physician felt that the patient's symptoms were due to loss of a-v synchrony. There was also intermittent atrial non-capture at 5v. Technical services (ts) discussed troubleshooting options and possible causes, and ra lead revision was anticipated in the near future. This pacemaker system remains in service at this time. No additional adverse patient effects were reported.